Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned back on. The customer¿s blood glucose level was 172 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.